Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code, medical device ¿ problem code), h10. It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "pim module" which is being under the damaged condition. A getinge field service engineer (fse) had evaluated the unit and while performing pm on this unit it was being found that the guide port on the pneumatic module was broken off. Fse had navigated further and it was being found that this part was being damaged by the user. This part was discarded and is not available for return. Than the fse had replaced the "d997-00-1178"- pneumatic module assy, rohs and completed the pm. After that the equipment had passed all the functional testing. The unit was approved for the clinical use and it was being returned to the customer. There was no involvement of the patient.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) pim module damaged, guide port for balloon extender was broken off. There was no patient involvement reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) pim module damaged. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.